Event description:
Following a vascular surgery, they had a difficult time getting stimulation to the patient's left lower leg. It was thought that the surgery may have caused the leads to move or no longer be scarred into place. The patient noticed changes in stimulation when she went from sitting to standing and when she coughed. Impedance measurements were normal. The stimulator was reprogrammed; it was unclear if this resolved the patient's stimulation issue. Additional information has been requested, a follow-up report will be sent if additional information becomes available.